Manufacturer narrative:
(B)(4). A follow up report will be submitted after philips obtains more info concerning this event.

Event description:
The customer reported being unable to transition pacing patient from the paramedic's monitor/pacer to the emergency department's monitor/pacer. The involved patient died but the customer has stated that the device behavior did not impact the patient outcome.